Manufacturer narrative:
(B)(4).

Event description:
A gravely ill pediatric patient with sepsis and multi-organ failure was undergoing crrt. Following a series of clotted filters, they switched to a prismaflex m60 set. At the beginning of treatment with the prismaflex m60 set, the patient became hypotensive and had a cardiac arrest. Resuscitation efforts were not successful and the patient expired.